Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. The calibration signal for one calibrator level was higher than expected. The field service engineer replaced the measuring cell and tubing. The photomultiplier tube high voltage was adjusted and instrument checks were within specifications. Calibration and controls were ok. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 8.46 pg/ml. The sample was repeated three times, resulting with values of 5.32 pg/ml, 6.10 pg/ml, and 6.43 pg/ml. The troponin t reagent lot number was 41679700, with an expiration date of 30-nov-2020.